Event description:
Account alleged that the bed has no head up function.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic assisted colon resection, the fifth firing sequence was complete however the surgeon could not fire the fourth stroke and the device jaws remained closed. This was the last firing of the device so the surgeon had to transect one third of the tissue without any tissue trauma. Another device was not needed to complete the procedure, since it was the last firing. There was no adverse consequence to the patient reported. One device will be returned. (B) (4).

Manufacturer narrative:
(B)(4). Handle frame. The long60a device was received for analysis with no visual non-conformances and with a fully loaded, blue cartridge reload present in the device. No functional testing could be performed. The device was disassembled. It was noted when the handle was disassembled a broken piece of frame was found within the handle shroud. Failure mode was most likely due to the broken piece of frame interfering with the rocker component at the end of the third stroke. This prevented the device from automatically shifting into reverse gear. It was found during the investigation that the knife return switch could not be actuated to return the knife. In addition, a broken articulation link was found at the articulation joint. It is suspected the broken joint is unrelated to the described field event. Described field event was successfully replicated.